Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. The user experienced misorientation of the sphincterotome. The cannula tip was pointing towards the 9 o'clock position. The physician is a highly skilled therapeutic endoscopist and stated that the wire port of the sphincterotome is very slightly offset from the tip of the device. This creates a problem in difficult cannulations. The physician tried to cannulate for approximately 45 minutes. At one point a loop tip wire guide was tried, but the wire guide pushed out of the break through channel that had already been split down to the wire lock. The medical staff did not have a taper tip catheter and this was further complicated by the fact that the endoscope was an older 160 series with no "v" lock on the bridge. This meant that the physician used a boston scientific rx taper tip short wire cannula. A sphincterotome made by another company was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessement. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.